Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose (glum) results that were generated by the unicel dxc 600i synchron access clinical systems for multiple pt samples. The customer indicated that the lab rec'd a call from a physician questioning a high glum result of 394mg/dl. The sample was re-tested and the repeated result was 94mg/dl. The customer then re-analyzed all samples run since midnight of 2007 for glum and 18 corrected reports were issued. The customer did not provide glum results for all 18 pts, but a sampling only (see b6 for initial and corrected glum results). The customer was not aware of any affect to pt treatment based on the erroneously high glum results.

Manufacturer narrative:
Qc performed in the morning of 2007 recovered within the customer's established ranges. The customer indicated that the instrument generated error messages for one sample early in the day, and they noted the same error messages later in the day. An operator called a hotline and was advised to replace a stir bar. After replacing the stir bar, glum failed calibration. A field svc engineer (fse) was dispatched to the customer's lab: the fse conducted a troubleshooting and replaced an accusense sensor which did not resolve the problem. The fse replaced a glum stirrer motor and there have been no further events of high glum results. Hardware issues, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.